Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped responding. Her blood glucose level was 226 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button due to corroded act and down buttons on keypad trace. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.